Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided for review. Photo one shows an outer cardboard shipping tube. A puncture appearing from outside to in can be seen to the cardboard tube. Photo two shows an outer dorado packaging sleeve. No labeling can be seen. Damage appearing from outside to in can be seen to the packaging. Photo three shows the inner tyvek sleeve partially removed from the outer packaging sleeve. A puncture appearing to be outside to in can be seen to the inner tyvek sleeve. No portion of the device can be seen. Based on the photo review, the reported packaging issue and sterile barrier breach can be confirmed. The definitive root cause for the packaging damage appears to be from shipping/transport issues as consistent outside to in damage can be seen from the outside of the cardboard shipping tube through the inner packaging sleeve. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the outer and inner packaging of the pta balloon was allegedly damaged. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the outer and inner packaging of the pta balloon allegedly damaged. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: d2b (dqy; lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.